Event description:
The user facility's biomedical engineer reported that the automated impella controller (aic) had a purge disc that was cracked and was missing a piece. The issue was discovered post impella pump removal. There was no patient harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The console was evaluated and the purge disc retainer was found to be broken. The root cause of the issue was a defective component. E.2 and e.3 revised as previously entered incorrectly.